Event description:
Blood leaks occurred after start of hemodialysis treatment. The leak was observed with leak detector. The blood loss volume was between 100ml and 200ml. The dialyzers were at the 2nd -14th reuse. The dialysis center reported that 5 blood leaks occurred in two different lots. However, the numbers of pts or, products number per each lot are unk. Please refer to 8010002-2003-38.